Manufacturer narrative:
Patient date of birth and weight not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a pilon distal tibia fracture surgery on (B)(6) 2017, the surgeon was drilling into the patient's bone and the drill bit broke. Part of the drill bit remains in the patient's bone. This was the surgeon decision. There was no delay, no additional medical intervention required and the patient was doing well following surgery. This report is for one (10) 2.5mm drill bit. This is report 1 of 1 for (B)(4).